Event description:
It was reported that during an open rectum procedure, the device did not staple but cut. No further info is available. Patient is ok. Completed the case with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.